Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was observed on the right ventricular (rv) lead. The physician attempted to implant a new rv lead, however, it was not possible due to patient anatomy. The rv lead was left implanted and a suture sleeve was placed on the damaged portion of the lead to resolve the event. The patient was in stable condition.